Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited lower left ventricular (lv) lead pacing percentages. The caller wondered whether it could be due to oversensing of the atrial signals. Technical services (ts) reviewed the data and provided reprogramming considerations based on that. This crt-d remains in service. No adverse patient effects were reported.